Event description:
It was reported that during an indirect decompression spacer implant, the spindle cap broke during deployment. The physician used excessive force during placement of the device and there was thick bone likely causing resistance due to deploying the device too ventrally. The broken spacer was replaced and the procedure was completed successfully with no further complications. The broken spacer will not be returned as it was retained by the medical facility.